Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
It was reported that the implant was removed due to becoming fractured. Tooth #23.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Visual evaluation of the returned implant identified fracture at the threads. Pre-existing conditions noted on the product experience report (per) were bruxism, clenching, and high density - (type I) bone. The reported device was in tooth location 11and was used for approximately 11 years, 7 months. Complainant reported that the implant was removed due to becoming fractured the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.